Event description:
Healthcare professional reported a xen®45 gts event in unknown eye described as two months after implant, intraocular pressure (iop) was 7 mmhg and device was normal. Five months after implant, patient visited a medical emergency center and prescribed synthomycin eye ointment. Two days later, patient was diagnosed with bacterial inflammation in the eye and underwent vitrectomy. Additional information noted due to endophthalmitis, the patient's eye was eviscerated.

Manufacturer narrative:
(B)(4). The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.